Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the operating room for an implant. During the implant the device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. Patient's conditions were good.